Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The inspection of the maxi move lift did not reveal any device malfunction that could have contributed to the reported tipping. Functional testing confirmed that the lift was operating correctly. Based on the event circumstances, the patient could not be placed directly above the wheelchair (did not arrive at the destination) because the wheelchair may have blocked the lift¿s base, preventing free movement. It was established that the electric wheelchair had been positioned, and the maxi move was placed beneath it, with one leg of its base under the wheelchair and the other behind it. The maxi move, with the patient suspended in the sling, was raised approximately 10 cm above the seat to allow for cushion adjustment. The lift tipped to the side when the caregiver pulled on the spreader bar. If a patient is not directly above the destination, the lift should be adjusted accordingly. If the lift is positioned in a way that requires a patient, mast, sling, or other component to be pulled to reach the destination, the point of gravity may change, leading to the lift becoming unstable. As per design, the arjo maxi move has a base with legs that can be opened to allow easier access around chairs, wheelchairs, or other obstacles. The product¿s instructions for use (IFU 001.25060.en rev.17, extract attached) warn: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." Sum up, there was no product failure leading to device tilting, but the lift handle practice could contribute to the incident. The arjo device was used for a patient transfer when the event occurred, and from that perspective, it played a role in the event. The device met the specification. No malfunction was found during the device evaluation. The complaint was decided to be reportable due to the lift tipping over during a transfer.

Event description:
It was reported that during a transfer using a non-arjo electric wheelchair and an arjo maxi move lift, the lift tipped over. A small graze on the patient's leg and bruises on the two caregivers' shoulders were noted.